Manufacturer narrative:
The product analysis indicates the reported issue was confirmed. The cpu board failed. A "watchdog error" was displayed the power supply had low voltage output. The cpu board and power supply were replaced. The device was placed into burn-in for 24 hours. The device was tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
A medtronic sales representative reported that the device was faulty. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The customer reported that the device was faulty. Prior to a thyroid procedure, a dsp (digital signal processor) error was displayed. The stim was set to 1ma. The return value was 0.8ma. The system did not recognize the electrodes. Troubleshooting could not be performed. There was no patient impact.